Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed the evis exera iii gastrointestinal videoscope exhibited no air/water flow due to a clogged air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, the reported malfunction was confirmed, through device evaluation. However, a definitive root cause could not be determined. The instruction manual states, the detection method by following the instructions, for use (IFU): inspection of the air-feeding function, inspection of the objective lens cleaning function. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.